Manufacturer narrative:
A ge service representative performed an onsite investigation. The system boards and power supplies were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shuts off when trying to make exposure, the field engineer noted that the system locked up. This resulted in a loss of imaging functionality. There is no report of injury or death.